Manufacturer narrative:
The insulin pump was programmed and monitored for five days, no blank display noted. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test and error test. All operating currents are within specification. The off no power alarm functioned properly. No battery out limit alarm noted during testing. The insulin pump had minor scratched display window and a small crack on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the insulin pump had a blank display. The customer reported that the battery compartment was corroded. The customer's blood glucose was 701 mg/dl at the time of incident. The customer stated that they were given IV drip and manual injection to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the display did not return even after with the replacement battery cap. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.